Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced damaged power cord to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that the patient cart power cord was frayed, and troubleshooting first involved a call to report that the shielding on the power cord had pulled back on the cable. There is no report of patient involvement.